Manufacturer narrative:
(B)(4). Batch # unk. Date of event is 2021. Event day and event month were not reported. Additional information was requested and the following was received: please confirm, was there any issue with bleeding? None was reported was the procedure altered as a result of the event? No, this was not reported were there any patient consequences? If yes, please describe. The clip came off the bile duct resulting in an extended hospital stay. Please confirm the event date: unknown an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing documentation could not be completed as the lot/batch number was not provided. As part of our quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product or additional information is received at a later date, the investigation will be updated as applicable. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that after an unknown procedure, a clip fell off of bile duct post-operatively. The patient had an increased hospital stay.